Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted that the full lead was returned with a competitor guidewire stuck in the lumen of the lead. The guidewire is kinked in the distal nose of the lead. Guidewire test could not be performed due to the competitor guidewire stuck in the lead lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 3708220 x 2 neuro extensions, 3888-45 x 2 pain stim leads, 3888-33 x 2 pain stim leads, implanted (B)(6) 2010; 3708140 neuro extension, 377745 pain stim lead, 3708140 neuro extension, 377745 pain stim lead: implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the guidewire became stuck in the lead and could not be retracted. The lead could not be implanted and was removed. A new lead was not implanted. No patient complications have been reported as a result of this event.